Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular noise oversensing was observed. In addition, the patient received 4 inappropriate shocks on (B)(6) 2021 and was hospitalized. The patient is scheduled for lead revision. Preliminary analysis revealed that a ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, ventricular noise oversensing was observed. In addition, the patient received 4 inappropriate shocks on (B)(6) 2021 and was hospitalized. The patient is scheduled for lead revision. Preliminary analysis revealed that a ventricular lead issue is suspected.